Event description:
The patient reportedly experienced intermittencies followed by a loss of lock between the external equipment and his cochlear implant. External equipment was exchanged but the problem was not resolved. A company representative met with the patient to perform device evaluation. Testing performed showed that the device was not functioning. Surgery to explant the patient's device will be scheduled.